Event description:
The external pulse generator was returned without information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case, ventricular output connector and battery drawer were broken, that the side bail covers, ring cover, side bails, ring bail and two case screws were missing and the battery contacts were compressed. (B)(4).